Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a spaceoar placement procedure between the rectal wall and prostate performed on (B)(6) 2019. Reportedly, a portion of the gel moved laterally to the patients left side during placement. According to the complainant, on (B)(6) 2019, the patient complained of urinary retention, urinary frequency and a burning sensation during urination. Flomax was prescribed and foley catheter was inserted to resolve the issue. As of (B)(6) 2019, the patients condition continues to improve, there were no further complaints about urination and the patient successfully started radiation therapy on (B)(6) 2019.